Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5072-52 lead, implanted: (B)(6) 2000. (B)(4). Analysis was performed and no anomalies were found, however the distal conductor of the lead became extrinsically fractured due to a cut, and visual summary analysis of the lead indicated apparent explant damage; proximal segment returned and analyzed.

Event description:
It was reported that two nst (non-sustained tachycardia) episodes were noted with noise, along with a possible lead fracture. Multiple attempts at laser lead extraction were made, but the svc (superior vena cava) coils could not be freed despite a variety of maneuvers. The extraction attempt was abandoned and the lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lia (lead integrity alert) activated, and that two nst (non-sustained tachycardia) episodes were noted with noise, along with high impedance and a possible lead fracture.